Event description:
Boston scientific received info that during the implant procedure and after the right ventricular (rv) lead was placed, the pt's blood pressure dropped, loss of ventricular capture and greatly varying sensing measurements for the rv lead were observed. This active fix rv lead was explanted and replaced with a passive fix lead. An echocardiogram confirmed that the original rv lead had perforated the ventricle, and there was fluid in the pericardium; a pericardial centesis was performed. No additional adverse pt effects were reported.